Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing open wound and the vibration box of the lifevest sits on top of the area. There was no alleged device malfunction contributing to the irritation. The patient's wound is dressed three times a week by wound care. Follow up indicated that the skin irritation improved.